Manufacturer narrative:
Regarding section of this report, device evaluation is pending. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
The hoya 251 tore during iol insertion, and part of the trailing haptic was still in the injector. The surgeon had to enlarge the incision to cut out the initial lens, and another hoya was implanted. Surgery was completed and patient prognosis was reported as good.

Manufacturer narrative:
Complaint evaluation details from qa in (B)(6): the lens was ejected out from the injector. One of the blue pmma tips was broken from the haptic. The slider and the rod could advance properly. The rod of the injector was bent. Trace of lubricant was found inside the injector tip. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (Serial no. (B)(4) - model 251).

Event description:
The hoya 251 tore during iol insertion, and part of the trailing haptic was still in the injector. The surgeon had to enlarge the incision to cut out the initial lens, and another hoya was implanted. Surgery was completed and patient prognosis was reported as good.